Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model on (B)(6) 2017 due to it being inoperable. The issue was resolved.

Event description:
Follow-up revealed the ipg became inoperable because the patient did not recharge the ipg.